Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported the lead was explanted and replaced due to positioning or fixation difficulty. Lead dislodgement was noted by comparing fluoroscopy images from the day of implant with the day of revision. There were no patient complications reported as a result of this event.